Event description:
The patient had suffered a myocardial infarction (mi) after a product problem that occurred during th second procedure, which was a product staged procedure dure to patient fatigue after the initial/index procedure. The patient had two (2) cypher stents implanted in the proximal and distal circumflex during the initial/index procedure without complication. The next day, the patient returned for stenting of the proximal/mid left anterior descending (lad) artery that was described as severely calcified. A cypher 3.5/23 mm stent was deployed at 20 atm but could not be fully expanded due to the severe calcification. The balloon ruptured and the distal part of the balloon remained in the lad. Due to the occlusion, the patient was transferred to emergency CABG surgery.